Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
B5 it was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an issue with balloon removal and resistance to withdrawal. It was said that the balloon was stuck in a prosthesis aorta which prevented removal of the balloon and that the problem was not with the balloon. The balloon used is unknown. There was no blood in pump. There was no harm to patient reported.

Manufacturer narrative:
Not reportable ¿ the cardiosave intra-aortic balloon pump (iabp) trainer has no issues with the pump itself and does not pose any potential impact on the patient. The complaint record is downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
Not reportable ¿ the cardiosave intra-aortic balloon pump (iabp) trainer has no issues with the pump itself and does not pose any potential impact on the patient.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.